Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited no radiofrequency (rf) telemetry. Programming changes were made, and the ICD rf telemetry was restored. Patient condition was stable.